Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving morphine 5 mg/ml at 1 mg/day via an implantable pump. It was reported the patient experienced persistent discomfort with the pump for several months. As a result the physician and patient decided to relocate the pump to the left upper buttock. During the pocket revision the surgeon decided to replace the pump due to it being within 21 months of early replacement indicator, there was no malfunction with the pump. The surgeon proceeded to make a new pocket in the left upper buttock. They were given a new 8784 proximal segment to replace the previous pump segment. The new pump segment was then attached to the existing spinal segment. The catheter was aspirated to ensure patency and the incision were then irrigated and closed. Patient medical history was asked but remains unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.